Event description:
The rptr stated that she did back to back blood glucose testing, within mins, using different finger stick. Her results were 107 and 204 mg/dl. She did not have any symptoms. A control solution test result of 137 mg/dl was in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8